Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing (2 bar pressure) was performed, and a leak was observed at the level of the access screwed connector. The connector appeared to be loosely attached to the blood header port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access header of a prismaflex m150 set was broken and leaked during use for continuous renal replacement therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.